Event description:
Reference imp #(B)(4).

Manufacturer narrative:
The device is currently being returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. The safety risk and occurrence rate for this failure mode have been assessed and do not warrant a recommendation to take any immediate corrective or containment actions. There was no pt injury reported for this incident.